Event description:
The customer reported that a pt was burned on the bilateral posterior calf. They reported that they used a forcefx generator and 3m (B)(4) pads. The pads were covered by scd sleeves and a bear hugger heating pad. The surgical team went to remove the pad and the adhesive stuck to the skin, which they claim resulted in 1st degree burns to the pt. The pads and generator were sent to site's clinical engineering for evaluation. The pt is reported as doing fine.

Manufacturer narrative:
(B)(4). The site conducted their own testing and their conclusion was that the force fx was not at fault, but rather the application of the sequential compression device cuff over the 3m pad. This changed the impedance characteristics of the pad due to the compression and also it changed the hemodynamics of the tissue under the pad. The pad manufacturers do not recommend using the pad under the conditions described. The site operating room safety team has instructed the operating room not to use this application. The serial number of the generator was not recorded and has been put back in use.